Event description:
A 68-year-old male with acute myocardial infarction complicated by cardiogenic shock, presenting in a pre-support clinical state consistent with scai shock stage e, was supported with impella rp flex via percutaneous left femoral venous access.. During support, low pump flow was reported when rp flex flows drastically decreased and could not be restored despite pump repositioning and confirmation of correct placement. The introducer was flushed prior to insertion, target act was maintained. The device was explanted, and the patient survived with a stable outcome. No biomaterial was observed in the outflow following explant. The reported event involved a transient low-flow condition that could not be corrected through repositioning despite confirmed placement. The relationship between device performance and the reported event cannot be determined at this time pending review of the device data and completion of the product investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.